Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. Three photographs were returned from the customer in support of this complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5267777. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ had no label on the tube. There was no serious injury or medical intervention reported.